Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. Customer stated the pump screen is blank and he has tried 15 batteries in the pump but is not able to have the pump turn on. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.